Event description:
The customer contact reported difficulty regulating flow. The tubing set was being used to deliver an unspecified solution. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the customer contact reported, "the roller clamp is loose" and the flow was difficult to regulate. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delays in therapy critical for this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).